Event description:
It was reported that this pacemaker patient experienced a syncopal episode. There were no correlated episodes stored in the pacemaker. The patient has sudden bradycardia response (sbr) programmed on and boston scientific technical services (ts) discussed reprogramming sbr to be more aggressive. This pacemaker system remains in service. No additional adverse patient effects were reported.